Event description:
It was reported to philips that the customer determined the therapy pca needs to be replaced. No reason was given as to why the therapy pca needed to be replaced. There was no reported patient involvement.